Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the information provided: expiration date - ni, manufacture date - ni. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 9 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Remains implanted.

Event description:
Patient underwent unknown conservative treatment 19 days post-implantation due to tibial fracture.

Manufacturer narrative:
This follow up report is being filed to relay additional product information, which was unknown at the time of the initial medwatch.